Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that during a procedure on (B)(6) 2025 a cerebrospinal fluid (csf) leak occurred while the physician was placing a lead. As a result, a blood patch was performed on (B)(6) 2025 to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.